Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose increased to 450 mg/dl twice. Troubleshooting was declined. The customer did not have any more infusion sets to use. He was in (B)(6) at the time of call and he was advised that new infusion sets could not be sent to his current location. No products were returned or replaced.